Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations pacing inhibition and perforation and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular lead exhibited pacing inhibition. Subsequently, a lead perforation on the heart wall was observed. The decision was made to explanted this right ventricular lead and a new lead was surgically implanted. No additional adverse patient effects were reported.